Manufacturer narrative:
According to the customer, "the distal port on the the IV tubing leaks at times. I'm not sure if the valve gets stuck or what. I always use the 60 in extension tubing and place on distal port with propofol running. Some times it leaks, sometimes it doesn't. Once the leak is noticed the extension tubing is placed on a different port until the case is over". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "the distal port on the the IV tubing leaks at times."